Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 39 mg/dl and the school nurse provided the customer with carbohydrates to address the low bg. The cause of the low bg was not known. The contact declined tandem technical support's offer to troubleshoot.